Event description:
Dr was performing a renal biopsy procedure with a 17/18 gauge, 16 cm, coaxial system for a random renal biopsy and it malfunctioned. The first pass was uneventful. Upon firing the biopsy gun on the second pass, a plastic clip on the needle broke and flew across the room. I had the CT tech open another set and the same clip broke and landed on the sterile tray. I had to open a third set to get the procedure completed. Normally it takes three passes and this time it took five passes, which obviously puts the patient at increased risk for a retroperitoneal. All needles and parts were sheathed and saved in a sterile bag for their investigation.